Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2025. On the morning of (B)(6) 2025, the patient was presented to the hospital after experiencing persistent symptoms of illness upon waking. He reported shortness of breath and ongoing lightheadedness, which he associated with a prior incident on (B)(6) 2025. The earlier episode was reportedly due to a malfunction of the dexcom continuous glucose monitoring device. Upon admission, the patient received treatment including intravenous fluids, oral lasix (furosemide), and dextrose. A blood glucose (bg) reading taken by the attending physician showed a level of 70 mg/dl. As of the time of this report, the patient remained hospitalized and under observation. Technical support followed up with the patient on (B)(6) 2025 and spoke with the verified reporter. The reporter confirmed that the patient was still hospitalized (not dexcom related), now undergoing surgery for an unrelated health condition, the details of which were not disclosed. The reporter also noted that the patient¿s blood glucose levels had improved. No data was provided for evaluation. The allegation and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia.